Event description:
It was reported during mic peg placement an esophageal tear occurred. Additional information received 15-oct-2024 received stating, "hemoclips placed for hemostasis." The patient is reported to be stable.

Manufacturer narrative:
The device history record for the reported lot number, 30301137, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The actual complaint product was not returned for evaluation. All information reasonably known as of 04-nov-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
Correction: b3. All information reasonably known as of 04-nov-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Additional information via medwatch report mw5161217 was received on 20-may-2025 stating the following information: during egd (esophagogastroduodenoscopy) with peg (percutaneous endoscopic gastrostomy) placement with an avanos 24fr pull peg kit the patient acquired 2 esophageal tears that required 3 clip placements. As the md was pulling the peg down the esophagus, the bumper on the 24fr peg tore the esophagus in two places requiring the clips to be placed to stop the bleeding.